Event description:
On (B)(6) 2010, the pt reported the up and down buttons on her insulin infusion device are not properly responding. The buttons do not respond with beeps or vibrations when pressed. The buttons pop up when pressed. She said her infusion device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.